Event description:
It was reported that the device triggered elective replacement indicator (eri) in less than four years and longevity is questioned. It was also reported that during an implant attempt the lead helix would not deploy. Additionally, a new lead with the same model number was attempted and the helix was deployed two times and ceased. The device was explanted and replaced. The leads were not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. (B)(4) performance data collected from the device was analyzed and battery voltage-battery depletion was indicated/elective replacement indicator (eri) recorded on the save to disk file on (B)(6) 2012 at <=2.62 volt. Weekly battery voltage trend data shows minimum bat (v)= 2.64 to 2.62 volts between (B)(6) 2012. Programmer save to disk file (B)(4) shows an alert for battery voltage eri= 2.62 v on (B)(6) 2012. Evaluation summary: (B)(4) the device was returned and analyzed. Actual longevity is < 80% of 99.9% longevity limit. Device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4) the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was noted there was blood in/on the helix/lobe mechanism and visual analysis revealed the lead was damaged at implant. Analyst visual comment stated the lead was received with the helix extended and bent. (B)(4) the full lead was returned, analyzed, and the helix/lobe was distorted/bent. It was noted there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and visual analysis revealed the lead was damaged at implant. The analyst visual comment stated that the lead was stretched.